Event description:
The customer report his blood glucose history is as follows: time: in the morning; bg (mmol/l): 10.02; (mg/dl): 180; 11:50: 15.9, 286. There were no carbohydrate count or insulin dosages provided. He stated there was a delay for the needle to fire the cannula during needle insertion process and then it took some time for the needle to retract back into the pod. The site was very painful and upon deactivation, he noticed the cannula was bent.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.